Event description:
The customer obtained lower than expected vitros valp quality control results on a vitros 5600 integrated system using 2 different vitros valp lot 2511-22-3413 reagent packs (pack 207 and 208). Biorad- level 1= 24.6 and 22.9 ug/ml versus expected 36.2 ug/ml; biorad- level 2= 61.7 and 56.1 ug/ml versus expected 79.9 ug/ml; biorad- level 3= 91.7 and 96.2 ug/ml versus expected 123.9 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were known to have been affected or reported from the laboratory. There was no allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros valp quality control results were obtained on a vitros 5600 integrated system. The investigation was unable to determine a definitive root cause for this event. The affected results were isolated to the two reagent packs in use. Therefore, inconsistent reagent pack handling or an unidentified issue associated with each of the two valp reagent packs cannot be ruled out as contributing to the event. There was no indication that the vitros 5600 integrated system malfunctioned.